Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been feeling tired and hasn't had a "proper night's sleep in a while". Review of a remote transmission showed that the left ventricular (lv) lead had exhibited high thresholds. The patient was brought into the clinic for a device check and the lv lead thresholds appeared to be within a normal range. The lv lead remains in use. No further patient complications have been reported as a result of this event.